Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device doesn't inflate. No liquid. We only exchange connections as it seems connection is damaged.

Manufacturer narrative:
One connector was received for evaluation. Examination and testing of the returned component revealed leakage was noted from the center of the detached connector. The connector does not appear to seat properly. Small indents are noted in the center of the connector, indicating contact with surgical instruments. When outside sleeves are removed, the cage appears broken in one area and several indents on the other areas of the cage. Based on quality's examination, quality concluded that the observed broken cage could have contributed to the connection seal not being tight and allow the reported "connection fault, leakage". However, because the limited information provided does not indicate any factors that may have contributed to the reported event, quality cannot determine the sequence of events leading to the observed leakage. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.